Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/22/2014 with the following findings: returned battery cap is unable to fully tighten but pump powers on. Battery compartment cracks observed in thread area. Evidence of moisture contamination inside battery compartment and on underside of battery cap. Evidence of short battery life and voltage drops observed in black box. Current draws within specifications. Removed pump case. No evidence of additional moisture or loose components inside pump. Unrelated to complaint, the display is dim pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.